Manufacturer narrative:
A partial lead was returned for analysis in one piece. Final analysis found that the insulation was abraded at 5.2cm to 5.3cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that during device explant procedure, upon lead fluoroscopy externalized conductors was observed on the rv lead. No other anomalies were detected on the lead and all other values were normal and in range. Lead was explanted and a new lead was implanted. Patient was stable post procedure.